Event description:
The patient underwent an endovascular stent graft placement in 2006, for repair of an abdominal aortic aneurysm. The primary access for the endovascular stent graft was the left leg. During initial placement, everything looked good and the case went well. However, some time after placement, the pt developed a limb occlusion. Patient is asymptomatic and no intervention will be done. This was noted on the one-month follow-up.

Manufacturer narrative:
Evaluation: this event is still under investigation.